Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. Thus and carelink software was utilized and downloaded trace/history files properly. No blank display or unexpected low reservoir alarm during testing. No damages in the battery compartment or spring during the visual inspection. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly and the battery tube connector plugged in properly to electrical board 1. The force sensor offset measured within specific range during testing (23.3 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) in feb 15, 2022. Retainer ring = black. Patient hospitalized with dka and high bgs on (B)(6) 2021. Allegation to pump giving blank display, low reservoir anomaly, and cosmetic damage at battery tube noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Thus and carelink software was utilized and downloaded trace/history files properly. No blank display or unexpected low reservoir alarm during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No damages in the battery compartment or spring during the visual inspection. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly and the battery tube connector plugged in properly to j7/pcb 1. The force sensor offset measured within spec range during testing (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Cosmetic damage not confirmed at the battery tube during visual inspection. However cosmetic damage confirmed where pillowing keypad overlay was noted. Blank display and low reservoir alarms not confirmed during full functional testing. Unable to confirm customer allegations for dka and high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2021 to (B)(6) 2021 due to high blood glucose level and diabetic ketoacidosis with a blood glucose level of almost 1000 mg/dl. The customer reported that the insulin pump was not working.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. The customer's blood glucose level at the time of incident was unknown. The insulin pump was not working and did not deliver the insulin. The customer stated that the insulin pump got low reservoir alert and did not turn on. The auto mode was not active as the customer was not wearing the sensor at the time of the event. The battery compartment and spring was damaged or corroded. The insulin pump will be returned for analysis.